Manufacturer narrative:
Additional information was received on 10/05/2015. Engineering reviewed the machine logs and there was no incidents which would impact complaint issue. No previous investigations are available. After a detailed batch review, no discrepancies were found. There is not enough information to conclude the product did not meet specification and perform as intended. Product monitoring reviews will monitor for product trends if this issue were to reoccur. No further actions are required, and the complaint will be closed. No sample or photograph received for review. Investigation has been based on batch history record review. Batch records have been reviewed; all required specification was met and documented within the batch records. There were no discrepancies noted in the batch record related to the reported complaint issue. No additional patient/event details have been provided to date. Should additional information become available a follow-up report will be submitted. (B)(4).

Manufacturer narrative:
This supplemental report is being submitted to correct a statement that a non-conformance (nc) was investigated for the reported event which was noted in follow-up report# 02 in error. There was no evidence identified to confirm the complaint and raise a non-conformance during the investigation. However, the investigation conclusion on close examination of the photograph suggests that some kind of grease had dripped onto the fibre, or was introduced via a piece of grease soaked fibre landing on the surface, and that this is likely to have happened on the downstream of the tl3 cross folder. The exact root cause cannot be identified at this time; and control measures have been initiated to prevent the issue from reoccurring. Therefore, this complaint will be closed without any further actions. No additional patient/ event details have been provided to date. Should additional information become available, a follow-up report will be submitted. (B)(4).

Manufacturer narrative:
Based on the available information, this event is deemed to be a reportable malfunction. No additional patient/event details have been provided to date. Should additional information become available a follow-up report will be submitted. Reported to the FDA on september 11, 2015. (B)(4).

Event description:
It was reported that "dirty marks which look like oil in lines" were found on the surface of the dressing prior to use. It was further reported the product was disposed of on the instructions from the end user's physician.

Manufacturer narrative:
The nonconformance (nc) investigation has been completed and an exact root cause cannot be identified. No additional action is required at this time and this complaint will be closed. This issue will be monitored through the post market product monitoring review process. No additional patient/event details have been provided to date. Should additional information become available a follow-up report will be submitted. (B)(4).

Manufacturer narrative:
Additional information: a non-conformance has been opened for this complaint issue and an investigation is ongoing. Correction: identified on december 16, 2015 that method code: and conclusion code: was entered in error on the supplemental 01 MDR MFR report # 1000317571-2015-00080 that was submitted on (B)(4) 2015. No additional patient/event details have been provided to date. Should additional information become available a follow-up report will be submitted. (B)(4).